Manufacturer narrative:
(B)(4). The device was returned for evaluation. This is an ancillary service event. An internal/external visual inspection was performed and the device passed. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. The device failed volumetric accuracy testing associated with rite functional testing. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. The cause of the reported issue was due to the deteriorated piston foam. There is a CAPA open to investigate this issue. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved. No additional information is available.